Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system after changing to a new g7 sensor and intermittently disconnecting from the ilet due to concern about going low, with a reported peak glucose of 220 mg/dl lasting about 45 minutes and no alerts or alarms. Symptoms included elevated blood glucose without reported ketones or need for medical care. Outcomes included no hospitalization, no professional medical intervention, and no use of backup therapy. Investigation included user troubleshooting and education on appropriate product use and algorithm behavior. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with potential contribution from sensor warm-up/variability and user-initiated disconnection that can affect algorithm performance. It was concluded that the device function could not be confirmed as faulty and that user education on continuous use and sensor transition was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.